Manufacturer narrative:
(B)(4). This complaint for connection issue was not confirmed due to a lack of sample. Root cause was determined to be supply bag fell and disconnected. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient contacted global technical services (gts) regarding assistance with a supply bag falling off a supply line while using the homechoice (hc) during therapy, in fill cycle 2 of 4. Gts explained the patient would need to start over with new supplies or finish therapy with manual supplies as the bag and line were now contaminated. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.